Event description:
Physician used 3mm cannula and placed into the shoulder joint through portal; placed suture to repair tear. The cannula was removed but tip had come off into the shoulder tissue. While x-ray was called and set up, the physician continued to explore pt tissue for tip of cannula. After 1 hr and with care, tip was removed without harm to pt.